Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with closurefast catheter, 7f, 60cm. The customer states on (B)(6) 2013 the doctor treated a young male pt with a vnus procedure. Fives days later ((B)(6) 2013) the pt got a pe. Under ultrasound a dvt was not found. Despite the fact the pe occurred five days after the procedure, the doctor assumed that this was caused by vnus catheter. Before treatment, the pt used hydrochlorthiazide. The medical intervention was another vnus procedure because the pt had varicose veins and edema. Following that procedure, the current condition of the pt is healthy, although 5 weeks after this incident, the pt still has shortness in breath. Acenocoumarol was the follow up treatment given to the pt when they were discharged from the facility.